Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and experienced pump delivery problem. The customer¿s blood glucose level was 597 at the time of the incident. The customer¿s current blood glucose level was 390 mg/dl. Customer reported vomiting and no kidney function as symptoms due to high blood glucose event. Auto mode feature was not used at the time of event. The device will not be returned for analysis.